Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The issue resolved itself when the customer allowed the pump battery to fully deplete and then recharged it, enabling them to load a new cartridge and resume insulin delivery.